Event description:
It was reported that the patient's right ventricular lead exhibited noise. The lead was explanted and replaced. The patient was recovering.

Manufacturer narrative:
A partial lead measuring 45.4cm from the distal tip was returned. The damage found was sustained during the surgical procedure. The lead was otherwise normal.